Event description:
Additional information was received from the healthcare provider (hcp) reporting that the system was discarded and explant of the catheter occurred on (B)(6) 2024. The infection had since resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal dilaudid and morphine (all unknown concentrations and doses) via an implantable pump for spinal pain indications. The reason for call was the patient stated they got a letter from mdt and wanted to inform mdt their pump was explanted on (B)(6). The patient states the reason for explant was that a week after their tangled catheter {refer to manufacturing report # 3004209178-2024-09278 regarding the tangled catheter}, it got infected and the surgeon said there was the possibility of meningitis, so they took the pump out. The patient reported they were back to oral meds now. The patient also mentioned they complained about more pain about 2-3 months before the pump was taken and the doctor increased the amount of medication. The agent updated patient registration services (prs).

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2024; explant date; ubd: 2025-04-28; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
6b correction: explant date added for pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.